Manufacturer narrative:
Insulin pump received with stuck motor error alarm loop during bolus delivery and motor position encoder error alarm confirmed in the history file. Insulin pump passed rewind, basic occlusion, prime/compromised force sensor system and displacement test. The motor was tested outside to the device and passed. The motor may have had an intermittent failure that was not detected during our testing. Unable to verify motion sensor test failure alarm due to motor error alarm anomaly. No unexpected failed battery. Unable to performed excessive no delivery alarm due to motor error alarm anomaly. Unit received with minor scratched lcd window, cracked case near display window corners, and cracked reservoir tube lip.

Event description:
The customer reported via phone call that his blood glucose level went up to 600 mg/dl. His current blood glucose level was 400 mg/dl. The customer took a manual injection. The insulin pump alarmed motor error, motor position encoder error, bad batteries twice, motion sensor test failure nine times, and no delivery alarms. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.